Event description:
It was reported that the allen key broke when fixing the tibial stem to the tibial base plate. The surgeon was still able to use the instrument to secure the stem to the base plate. The tech threw away the piece after. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.